Manufacturer narrative:
Product family: scs-linear leads-MRI. Upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads-MRI. Upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.

Manufacturer narrative:
Supplemental submitted to include correction to the initial report MDR in block(s) h11. Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7073070. Product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7072956.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. No additional information was available.